Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor was fractured. The exposed right ventricular defibrillation coil was fractured. The analyst noted that the distal conductor is fractured at 21.3 cm from the proximal end of the connector pin. And the right ventricular defibrillation coil is fractured at 55 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert for elevated sensing integrity counter (sic), high rate non-sustained episodes, and undefined/high right ventricular (rv) pacing lead impedance. It was also reported that the rv lead exhibited oversensing on stored episodes and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.